Event description:
On (B)(6) 2025, the user reported a rapid blood glucose (bg) drop after reaching a high value of 266 mg/dl and was alerted by ilet that the bg was falling. When bg fell to 147 mg/dl, the user treated with 15¿20 grams of grapes and announced a ¿less than¿ meal. Blood glucose (bg) was corrected with grapes and ilet insulin delivery. No symptoms were experienced by the user during the event, and no outside assistance, or medical intervention were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.